Event description:
It was reported that during follow-up in clinic, device was in backup vvi mode. Patient presented symptoms of pacemaker syndrome. A device download was performed successfully restoring the device to normal function. No further information was provided.